Manufacturer narrative:
G4:30dec2020. B4: 06jan2021. A blower valve and blower moog motor assembly were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the coils a and b shorted erroneously, findings confirmed that coils were high resistance causing failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07aug2020 b4: (B)(6) 2020. D11: h6: patient code updated: it was indicated that there was no patient involvement. H10: the service engineer (se) inspected the device and confirmed the reported issue. The se replaced the blower air valve and blower to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of reports: 29jul2020.

Event description:
The customer reported a ventilator with an air valve liftoff failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.